Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synthes 2.4mm lcp distal radius plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
This report is being filed after the subsequent review of the following journal article, arora, r., et al., (2007). Complications following internal fixation of unstable distal radius fracture with a palmar locking plate. J orthop trauma, volume 21(5). This prospective protocol study conducted at 2 hand units at level 1 trauma centers consisted of 114 patients who were treated from 2003 to 2005 with open reduction and internal fixation (orif) using interlocking plate systems. There were 21 men and 93 women with a mean age of 57.4 years. Complex regional pain syndrome (crps) developed in (B)(6) female. This is report of 7 of 15 for (B)(4). This report is for an unknown synthes 2.4mm lcp distal radius plate and refers to serious injury of development of complex regional pain syndrome (crps) in (B)(6) female.